Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported that the system would not boot up to a usable state. There is no report of pt injury or death.